Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2019, information was received from a consumer via a manufacturer representative regarding a patient who was implanted with a neurostimulator for non-malignant pain. It was reported that when charging the implantable neurostimulator (ins), the ins pocket was pain. They got pain down their left leg whenever stimulation was off and they were charging. The patient was reprogrammed and instructed to leave it off for a week before attempting to charge again. No further complications were reported. On (B)(6) 2019, additional information was received from a patient via manufacturer representative. It was reported that the patient is having pain during charging so she is unable to charge. There were no environmental/external/patient factors that may have led or contributed to the issue. Rep told the patient to turn off the stim while charging. Rep reprogrammed the patient and patient met with the doctor. Patient was still having pain. The issue was not resolved. No further complications were reported/anticipated. On (B)(6) 2019, additional information was received from the patient reporting that the new settings did not resolve the issue of recharging causing pain at the pocket site and down the left leg. It was reported that the patient was placed on antibiotics for a possible infection at the battery placement site. However, the antibiotics did resolve the recharging issue. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer on 2019-may-07 reporting that the event started from the time of implant. The patient was reprogrammed and told to use this until pain reduced but it had not resolved. The patient could only stand to recharge for approximately 15 minute and then they were in pain all day. No further complications were reported.